Event description:
Caller indicated the assure pro meter was reading high. Bg was tested at 8pm = 280. Insulin was administered at that time. Patient was calling out at 12:30am, thrashing around, trying to get out of bed. Nurse tested bg at 12:35 = 146. Nurse called to report vitals and bg and was told to administer 1/2 mg of lorazepam and monitor her condition. At 1:00am, patient was unresponsive and moaning, slurring speech. Bg tested at 146. Paramedics were called. At 1:20 they left with the patient. At 3am the ER called to give them update, they were informed by the ER nurse that the patient's bg was 29 and cs tests were done and they were fine. The next morning, the nurse double checked the meters with cs and they tested fine. She observed the nurse's technique and it was correct.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.